Event description:
It was reported that customer had ongoing difficulty filling cartridges and did not provide specific timing for when the issues began. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, so technical support set event dates based on customer¿s description of recurring issues and later updated complaint record per quality assurance request, with no additional information received regarding the outcome of the event.